Event description:
The customer reported to carefusion, oxygen barbed inlet adapter tip occluded. No flow allowed. This report is for an adult size medium concentration oxygen mask with 7 foot u/connect-it tubing. The mask was in use on a patient when the occlusion was discovered. The patient's oxygen saturations dropped which alerted the clinician to the issue. The mask was exchanged for an alternate mask and oxygen was administered to the patient. The patient recovered and there was no long term harm reported.

Manufacturer narrative:
(B)(4). Results of evaluation: the customer returned sample was received and evaluated; no problems were identified. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition the subassemblys were reviewed and no issues were observed. Our manufacturing process was not reviewed because part# 001361-a was not being manufactured at the time of review. The manufacturing process of the connector was reviewed and it was observed that the pin was damaged causing the connector to be blocked (as seen in the additional report for this issue). No issues were found with the materials. Carefusion has opened a corrective and preventative action to determine the root cause and corrective actions. This complaint was not confirmed as the return sample did not have any identified deficiencies.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be sent to the FDA.